Manufacturer narrative:
(B)(4). Catalog number 062943-002 is the international list number which meets the requirements of the similar product which is the us list number. It was unknown if the device involved in the event was discarded or will be returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic jejunal tube. On (B)(6) 2018, the patient was diagnosed with a small intestinal perforation. It was reported that on an unknown date, the tip of the jejunal tube had entangled and food residue adhered to form intestinal stones. It became susceptible to the influence of intestinal peristalsis and the tip position moved about 35 cm to the anal side and small intestinal ulcers had formed due to compression by intestinal stones or elongated tubes. The patient fasted and was treated with famotidine and replacement fluids. On (B)(6) 2018, the small intestinal perforation resolved and the patient had recovered.